Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 500 units of insulin. Reportedly, the customer overfilled the cartridge. Blood glucose was not impacted. Reportedly, the customer replaced the cartridge and continued insulin therapy.